Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed on the remote monitoring transmission. The patient was brought to the clinic and twos were not present, however, twos was confirmed on the electrogram (egm). Additionally, the counters indicate an increase in premature ventricular contractions (pvc). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 4574-45 crdm non-defib lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead continued to exhibit twos. The lead sensitivity was reprogrammed. The patient then complained of lightheadedness, and the lead continued to exhibited twos. Additional reprogramming was unsuccessfully attempted, and the lead was eventually capped and replaced. No further patient complications have been reported as a result of this event.